Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited oversensing and noise that recorded as non-sustained ventricular tachycardia and resulted in pacing inhibition for greater than two seconds. Boston scientific technical services discussed the noise algorithm and suggested making the device less sensitive. The pacemaker remains in service. No adverse patient effects were reported.